Event description:
It was reported that a decrease in pacing impedance was observed on the right ventricular lead. A loss of capture was also observed. Isometrics produced no abnormal signals. Additional testing was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.